Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump is damaged and powered off.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump had unresponsive act, up and down buttons due to moisture damage on the keypad traces. Unable to perform operating currents test or verify off no power due to the unresponsive button. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and a missing end cap sticker.